Event description:
Information received by medtronic indicated that the customer received a critical pump error. Troubleshooting was performed and it was found that the customer had received other critical pump error. No harm requiring medical intervention was reported. The customer will discontinue using the device. The product was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test. Pump failed screen test portion of the self test due to pump error 75. Pump failed sleep current test due to moisture damage. Unexpected pump error 68, pump error 48, and pump error 23 alarms were noted when removing the battery. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range; however, there were voltage drops. Pump error 24 was found in the history file on 12-dec-2023 at 16:07:00.0 due to the main processor backup battery power supply voltage is less than 2.90v for three consecutive one-minute checks. Pump error 75 occurred during testing due to moisture damage on the pcba 1 and pcba 2. Several pump error 68, pump error 49, and pump error 23 alarms were found in the history file on 15-dec-2023 from16:05:04.00 to 18:41:25.00 due to moisture damage on the pcba 1 and pcba 2. Pump was cut open to perform visual inspection and found a corroded home switch and moisture damage on the pcba 1, pcba 2, motor, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, scratched case, keypad overlay texture damage. Unexpected battery power loss, pump error 24, pump error 75, pump error 68, pump error 49, and pump error 23 alarms were confirmed in the history file due to moisture damage on the pcba 1 and pcba 2. Pump exposed to moisture confirmed on pcba 1, pcba 2, motor, and the force sensor. Pump failed sleep current test and self test due to moisture damage on the pcba 1 and pcba 2. Unspecified critical pump error alarm was confirmed to be pump error 24 during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.